Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery in order to excise excess skin over the abutment (date not reported).